Event description:
86 year female, dual chamber pacemaker. Problem noted of "rising threshold" for pacing, with associated stimulation of diaphramg & threshold at maximum to pace. Ventricular lead replaced with good pacing. Only part of old lead removed. Impression is pacemaker lead failuredevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, connection or adapter failure loose, corroded, broken set. Conclusion: device failed during assembly, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.